Event description:
The patient contacted animas on (B)(6) 2012 reporting fluctuating blood glucose levels between 24.4 mmol/l and 1.4 mmol/l. The patient reported that prior to bed, blood glucose was 10.9 mmol/l; a correction was delivered using an ezcarb bolus. The patient stated that at 5:00 am emergency medical services were contacted because the patient was experiencing a seizure; the patient's blood glucose was tested at 1.4 mmol/l. The patient was reportedly treated with a glucagon injection and intravenous insulin. The patient reported slowed thinking, increased thirst, and tiredness. The pump was reviewed and found that all settings were programmed accurately. The patient confirmed that there were no associated alarms in the pump history. The patient confirmed the total daily dose and bolus histories were correct. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2016 with the following findings:the pump black box data from the time of the event was overwritten due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.